Event description:
It was reported that the customer had to reset the time and date with every battery change. While troubleshooting an external ram crc error, an unexpected restart, low battery alert, low reservoir, and a battery out no power alarms were found in the alarm history. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.